Event description:
It was reported that the lead dislodged shortly after implant. The physician repositioned the lead. Four weeks later, the lead dislodged again. The physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). R wave amplitude measurements decreased from 8mv down to 0.8mv. Beginning 2014-dec-10, ventricular sic was up to 147,939. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that helix extension/retraction and length testing were perfo rmed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.